Manufacturer narrative:
Inspection of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. The patient history buffer data showed that the automated glucose control algorithm appropriately adapted to changes in estimated glucose values and user inputs.

Event description:
It was reported that the patient's blood glucose levels rose above 250 mg/dl, peaking at 380 mg/dl, while wearing the pod on the abdomen for 48 hours. The legal guardian reported that the patient required insulin injections via pens. Symptoms included vomiting, stomach pain, and loss of urinary control, with a diagnosis of acidosis. Treatment included insulin, IV fluids (acl), antiemetic medication, and rehydration. It was reported that the controller frequently switched between automated and manual modes. Blood was also observed on the pod. The patient was hospitalized and discharged after 10 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.